Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: pending. This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient of unknown ethnicity. Medical history included diabetes since 2016 and concomitant medications were not provided. The patient received human insulin (rdna) injections (humulin r) from cartridge via humapen savvio grey reusable pen, 15iu morning, 15 iu afternoon and 15 iu evening, subcutaneously, for the treatment of diabetes mellitus, beginning on unknown date. On unknown date, while on human insulin treatment, his blood glucose increased till reaching 600 (unit and reference was not reported). The event of blood glucose increased was considered serious by the company due to medically significant reason. It was discovered that the pen was not working for two weeks and he was injecting himself without releasing any insulin. When he pressed the injection button, nothing released from the pen. The physician gave him correction dose of the insulin and he was using at night and he was taking human insulin using insulin syringe. It took two days for his blood glucose returning to normal. He recovered from blood sugar increased. He also had thrombus in his leg after that. He was taking unknown medication for the thrombus. He was using another unknown insulin with human insulin at night. Information regarding further corrective treatment and outcome of the remaining event was not provided. The human insulin treatment was continued. The operator of the device was patient and his training status was unknown. The devices model duration of use and suspect device duration of use were unknown. Action taken with suspect device was unknown and its return was not reported. The reporting consumer did not provide an opinion of relatedness between the event and human insulin drug or humapen savvio grey reusable pen. Update 13apr2018: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a male patient reported that his humapen savvio device was not releasing insulin for two weeks he experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is evidence of improper use. The patient continued to use the device after experiencing the complaint issue. This may be relevant to the event of increased blood glucose.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient of unknown ethnicity. Medical history included diabetes since 2016 and concomitant medications were not provided. The patient received human insulin (rdna) injections (humulin r) from cartridge via a reusable humapen savvio grey pen, 15iu morning, 15 iu afternoon and 15 iu evening, subcutaneously, for the treatment of diabetes mellitus, beginning on unknown date. On unknown date, while on human insulin treatment, his blood glucose increased until it reached 600 (unit and reference was not reported). The event of blood glucose increased was considered serious by the company due to medically significant reason. He discovered that the pen was not working for two weeks and he was injecting himself without releasing any insulin. When he pressed the injection button, nothing released from the pen ((B)(4)/lot unknown). His physician gave him a correction dose of the insulin that he was using at night. He was taking human insulin using an insulin syringe. It took two days for his blood glucose returning to normal. He recovered from blood sugar increased. He also had thrombus in his leg after that. He was taking unknown medication for the thrombus. He was using another unknown insulin with human insulin at night. Information regarding further corrective treatment and outcome of the remaining event was not provided. The human insulin treatment was continued. The operator of the device was patient and his training status was unknown. The devices model duration of use and suspect device duration of use were unknown. The suspect device was not returned to the manufacturer. The reporting consumer did not provide an opinion of relatedness between the event and human insulin drug or humapen savvio grey reusable pen. Update 13apr2018: updated medwatch fields for expedited device reporting. No new information added. Update 14may2018: additional information received on 14may2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6)(EU/(B)(6)) device information, improper use and storage from no to yes and device return status to not returned to manufacturer for (B)(4)associated with an unknown lot of a humapen savvio (gray) device. Corresponding fields and narrative updated accordingly.